Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in good condition. The device was powered on with a 50 psi connection. It was found the device failed frequency with no air mix, air mix, and tidal volume calibration test. This test failure and tidal volume being outside tolerance confirmed the customer reported issue. The event problem source was noted to be that the device was in need of service and calibration. One pneupac device was received for investigation in good condition. The device was powered on with a 50 psi connection. It was found the device failed frequency with no air mix, air mix, and tidal volume calibration test. This test failure and tidal volume being outside tolerance confirmed the customer reported issue. The event problem source was noted to be that the device was in need of service and calibration.

Event description:
Information was received that the respiratory rate on a smiths medical ventilator was higher than the specification. Incident occured during routine inspection.